Event description:
Customer reports receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 29 mg/dl, 76 mg/dl and 139 mg/dl within 10 mins. All tests were performed on the fingers. There was no report of death, serious injury or mistreatment associated with this event.